Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. A caregiver reports that the customer received lower adc device scan result of 78 mg/dl compared to blood glucose reading of 253 mg/dl obtained on an adc meter device and the results, when plotted on a parkes error grid, fall into the "c" zone, showing the difference in values to be clinically significant. The length of sensor wear was 3 days. The customer noted a vertical trend arrow which indicates rapidly rising/declining glucose levels (more than 2 mg/dl per minute). The caregiver did not specify the symptoms experienced by the customer but reported that the customer self-treated by administration of increased dose of insulin (dose/type unspecified). Adc customer service attempted to contact the customer to gain additional details regarding this event, however all follow-up attempts were unsuccessful. There was no report of death or permanent impairment associated with this event.